Event description:
It was reported to technical services on 9/6/11 that this rep turned off pacing in the lv lead due to diaphram stimulation. No other information is known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).